Event description:
It was reported that a malfunction alarm occurred, but no notable events preceded it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.